Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination found the stent of the device to be partially deployed on the delivery system. The device was successfully fully deployed the stent without issue. The distal end of the deployed stent was found to be damaged. A visual and tactile inspection found the inner sheath of the device to be severely kinked at more than one location including the same location as the stent when it was in position on the delivery system. A visual and tactile examination identified no issues with the tip and handle of the device.

Event description:
It was reported that stent partial deployment occurred. During a procedure for percutaneous transhepatic biliary digital subtraction angiography (dsa) and seed stent implantation, this 10x80x120 epic vascular stent self expanding was crossed the lesion site along with v-18 guidewire. During the deployment process, the stent could not be deployed in the sheath. After it was removed, the stent deployed in the sheath. The stent and sheath were withdrawn together from the body and confirmed that the stent was partially deployed. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that stent partial deployment occurred. During a procedure for percutaneous transhepatic biliary digital subtraction angiography (dsa) and seed stent implantation, this 10x80x120 epic vascular stent self expanding was crossed the lesion site along with v-18 guidewire. During the deployment process, the stent could not be deployed in the sheath. After it was removed, the stent deployed in the sheath. The stent and sheath were withdrawn together from the body and confirmed that the stent was partially deployed. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: the second affiliated hospital of pla air force medical university of chinese people's liberation army.